Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) results obtained from multiple pt samples. The erroneous results were generated by coulter lh 750 instrument. The hgb results were in the range of 6.7-10.6g/dl. The pt results were reported out of the lab. After discovering that pinch valve 64 failure caused the specimens to be diluted, the pt doctors were notified about the erroneous hgb results. Following pinch valve replacement, the customer collected fresh samples from the pt and repeated testing for hgb. The repeated hgb results were in the range of 8.4-12.7g/dl. Corrected reports have been issued. Based on available info, one pt was transfused as a result of the erroneous results. No injury to the pt was reported. Treatment was not affected for the other 10 pts.

Event description:
A customer contacted beckman coulter regarding erroneous hemoglobin (hgb) results obtained from multiple pt samples. The erroneous results were generated by coulter lh 750 instrument. The hgb results were in the range of 6.7-10.6g/dl. The pt results were reported out of the lab. After discovering that pinch valve 64 failure caused the specimens to be diluted, the pt doctors were notified about the erroneous hgb results. Following pinch valve replacement, the customer collected fresh samples from the pt and repeated testing for hgb. The repeated hgb results were in the range of 8.4-12.7g/dl. Corrected reports have been issued. Based on available info, one pt was transfused as a result of the erroneous results. No injury to the pt was reported. Treatment was not affected for the other 10 pts.

Manufacturer narrative:
Investigation summary (post event): qc was not run prior to or after the event. Qc was performed only around 8 am on (B)(4) 2006. The specimen were collected in edta 5ml tubes. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and discovered that pinch valve 64 failure caused diluent to be pushed into sample tube upon being pierced by needle resulting in diluted specimen and results. The fse replaced the pinch valve 64. The fse verified repair per established procedures; the results meet published performance specs. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.